Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette had two patients whose infusion pump stopped in the middle of the night. The pump screen read , no disposable, pump won't run." It was reported that both times customer performed trouble shooting activities that included sending the cassettes to pharmacy where they were able to withdraw the medicine and put it in a new cassette which allowed the medicine to be infused completely. It was reported that after 38-40 hrs the cassettes fail causing the pump to beep continuously and then stop. The patient's treatment is delayed for a few hours until they come in to the clinic.. No adverse patient effects were reported. Per reporter no additional information is available at this time.